Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the two leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): the defibrillator device was returned, analyzed and no anomalies were found. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily and weekly impedance trends are steady and in range for the rv pace circuit. Rv lead integrity warning on (B)(6) 2010. 15 short v-v cycle episodes (<220ms period) noted on (B)(6) and (B)(6) 2010. Between (B)(6) and (B)(6) 2010 there were 265 v-sics (short interval count) (ave 34.8 v-sic/day). In the day prior to this session, there was on ave 111 v-sic/day.

Event description:
It was reported that the patient was shocked due to oversensing possibly caused by interference or noise. It was later reported that the device had reached the end of service due to right ventricular (rv) lead fractures and many shocks. The rv lead and device were explanted and replaced. The active atrial lead exhibited noise and was also explanted and replaced. No further patient complications have been reported as a result of this event.